Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following:the pump lost power overnight and patient woke with a blood glucose (bg) in the 300's mg/dl, with extreme thirst and moderate tremulus. Patient bolused with 12u via pump: bolus was not delivered due to recurring power loss, per bolus history. Patient first noticed loss of power upon waking. Patient reports yellow o-ring is visible, described it as loose /damaged, and is not able to secure battery cap per IFU. Upon closer inspection, patient notes a crack in casing along battery compartment near bumper pad, of which he was not previously aware. Pump is able to power-up with audio tone and vibrations heard during call. The patient was able to check bolus history to confirm that the last bolus was not received. Patient will correct via syringe. Customer support (cs) advised patient to discontinue use of pump and use an alternative method of insulin delivery; also advised patient to contact health care provider (hcp) for instructions on covering bg via syringe and to check bg more frequently than usual. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported as the power malfunction was not resolved.